Event description:
The lay user/patient contacted lifescan in 2008, and alleged that she was having a sample draw issue with her one touch ultra test strips. The medical affairs specialist was unable to reach her after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred on the event date, after lunch. As a result of the reported issue, she increased her dose of diabetes medication (4 units of novolin r insulin). She reported that she experienced/developed symptoms of being shaky and had "grayish eye vision". The patient treated self with food/beverage. She was not tested on any other device. At the time of troubleshooting, it was verified that the confirmation window was only partially filled. The patient's technique for sample application was reviewed to be correct. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after the reported issue began. She had increased her insulin dose after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet relieved them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.